Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed low battery alert. The alarm was not resolved during troubleshooting. The customer¿s blood glucose level was 108 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification and passed self test and displacement test. Power graph analysis confirmed low battery, power loss, replace battery now alarms and an abnormal loaded voltage at the power management graph due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.